Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one MRI powerport with 8f chrono catheter kit was returned for evaluation. It was noted that the outer wire of the guidewire was stretched with the inner core wire's distal end visible inside the outer wire. There was no difficulty noted in removing the guidewire from the hoop. Based on the findings, the investigation is unconfirmed for the reported difficult removing the guidewire from the hoop and confirmed for a frayed guidewire. It is likely that the identified frayed guidewire issue was perceived and reported as an advancement issue. However, the definitive root cause for the frayed guidewire could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiration date: 11/2019); (05/2018).

Event description:
It was reported that the facility experienced difficulty removing the j wire from the wire wheel. A new kit was opened to complete the procedure. There was no reported patient contact.